Manufacturer narrative:
The reported event of insulation damage was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: previously reported h6 (investigation conclusion) should have been "67 - no problem detected" rather than "11 - conclusion not yet available"

Event description:
Related manufacturer reference number: 2017865-2021-34128. It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricular (rv) lead got stretched as the stylet went completely into the lead. The rv lead was not used and was replaced. The second rv lead also got stretched as the stylet went completely into the lead, this rv lead was also not used and a new lead was successfully implanted. The patient was stable.